Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose level was 42, 57 and 523 mg/dl. Although additional information was requested inquiring if the customer's blood glucose level had stabilized, the customer declined to provide this information. It was confirmed the customer had manual injections available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report will be submitted if the device has been rec'd.